Event description:
Initial result for a pt magnesium was 4.7 mg/dl. When repeated on a different module, the result was 2.9 mg/dl. The incorrect result was not reported. The field service rep repaired the instrument by adding additional washes and by replacing the r2 assembly to correct intermittent mixing.